Event description:
It was reported that the customer had a sensor error and a motor error on the insulin pump. Customer stated that she had several motor errors. Customer stated that the pump will shut off and she will have to re-enter her blood glucose level. Customer's blood glucose level was over 300 mg/dl. Customer uses the sensor feature on the insulin pump. Customer stated that they are able to complete the rewind sequence. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. Insulin pump communicated properly with the test minilink transmitter and tested with glucose sensor simulator. Insulin pump was unable to perform basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarm. No cosmetic damage noted.